Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that both 511sd trocars inner diaphragm tore, also the oneseal tore, causing loss of pneumo. The case completed with add'l trocars and an oneseal. There was no consequence to the pt.